Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that the customer obtained a blood glucose reading of 463 mg/dl at 12:00 a.m. With the contour next ez meter. The customer took 40 units of humalog insulin based on the meter reading and went to sleep but did not wake up. Therefore, the advocate went to the customer's place and upon their arrival found the customer to be incoherent. The advocate performed testing with the customer's contour next ez meter and obtained a reading of 41 mg/dl at 3:19 p.m. The advocate then called an ambulance who performed a blood test with their meter and obtained a reading of 121 mg/dl at 3:27 p.m. A repeat testing was performed with the contour next ez meter and a reading of 282 mg/dl was obtained at 3:27 p.m. The customer was given glucose solution after which they recovered well. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot # 3fheg10b for evaluation. An in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next ez meter with serial #(B)(6), and no manufacturing anomalies were found.